Manufacturer narrative:
Pleasereport summary: this report contains the summary of all activities and investigation done by resonant medical reps during the visit to the vancouver island cancer center in order to determine the root cause analysis for the u/s console arm that fell from the ceiling. Preliminary conclusion & observations: all the following conclusions are based on the technical investigation done during the site visit and shall be considered as an unofficial preliminary investigation. A final report will be generated and presented to both parties for complete incident review. After preliminary analysis of the findings, the root cause of the incident seems to be directly related to improper installation. The system design (arm & assembly) does not seem to have had an impact on the cause of the incident. (See scanned pages.)

Event description:
Our medical device, restitu, is attached to the ceiling using a mechanical arm from ondal USA. In 2007, a certain part of the arm holding our device separated from the section affixed to the ceiling and fell to the floor. No one was injured during this event.